Manufacturer narrative:
Additional information: a failure was initially reported by the facility and occurred during biomed testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 403:317:864:0000 in the event history confirms the defective uim pcb. The facility reported failure was confirmed as failure code 403:317:864:000. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.

Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.